Manufacturer narrative:
Additional information was received indicating the programmed pump settings were: md 8.0, cd 2.7ml, ed 2.0ml, ll0. The approximate volume that over-infused is unknown. No patient or clinical injury reported. Other relevant history, including pre-existing conditions: had a lot of hallucinations in the past. The event is ongoing.

Event description:
Information was received indicating that a patient did not disconnect themselves overnight from a smiths medical cadd-legacy duodopa ambulatory infusion pump and overdosed. Per reporter, the patient is "more burdened by hallucinations at the moment." It was also reported that the "patient forgets to disconnect the pump because he is currently more burdened by confusion."